Event description:
It was reported to philips that the allura system failed to boot past 00:00. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Additional information identified during the investigation established that on the corrected event date of the 23rd of october 2023, prior to clinical use, the allura xper fd20 system would not boot up completely. A reboot was conducted in an attempt to resolve the issue which was unsuccessful. A philips field service engineer (fse) inspected the system and identified an issue where the flexvision pc grabber card was not starting the pc. The fse replaced the flexvision pc and swapped the hard drive. The device was returned to expected functionality. Review of the system log files identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc had failed. The flexvision pc was returned for failure analysis however this was inconclusive. The codes were updated based on the investigation outcome.